Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing found worn out socket air joint was leaking air pressure and causing low output from the device. Additionally, the scope socket tab was loose. The air pump was found to be working normally. Olympus has recommended parts for replacement and is still pending approval for service. If any new information becomes available from service activity, a summary will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that no flow from the device was resulting in the device not operating. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06354. The device was repaired back to standard specification and returned to the customer. A review of the device¿s repair history was reviewed which indicated the device was last serviced via repair on june 21, 2018. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported low output level due to the worn air joint with aged deterioration. Olympus will continue to monitor the field performance of this device.